Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient heard patient alerts. The alert was for high right ventricular (rv) lead high voltage impedance. A fracture of the lead is suspected. Records indicate that the rv lead remains in use, however follow up is pending as to the disposition of the lead. No patient complications have been reported as a result of this event.